Manufacturer narrative:
(B)(4). Investigation summary: baxter received one sample for evaluation. A visual inspection showed that the buretrol chamber was detached from the drip chamber. The solvent was lacking on the drip chamber that attaches to the buretrol chamber. The cause was identified to be incorrect dish spacer used in the solvent base for the assembly between the components. A CAPA has been initiated to investigate this issue. A batch review was conducted for all four lots provided by the customer and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an interlink buretrol solution set disconnected at the drip chamber after patient use. The device was used with saline. It is unknown if there was patient involvement; however, there was no patient injury or medical intervention associated with this event. No additional information is available.